Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to drain a collection of liquid during a drainage procedure performed on (B)(6) 2025. During the procedure, the stent first flange was successfully deployed. The second flange was then deployed in the scope; however, the second flange did not release from the scope. The physician decided to remove the device together with the scope and used another axios stent to complete the procedure. There was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.